Event description:
Same case as MDR# 6000089-2006-00460. During a coronary artery drug eluting stenting treatment procedure there was stent and catheter damage. The target lesion was located in a severely tortuous, severely calcified 90% stenosed portion of the distal right coronary artery (rca). The physician predilated the lesion with a 2.50x20mm balloon. The physician attempted to cross the lesion using a 2.75x32mm taxus express2 drug eluting stent but was unable to cross the lesion. The physician then used another taxus express2 stent of the same size but again was not able to cross the lesion. The physician then used another taxus express2 stent of the same size but again was not able to cross the lesion. The physician noticed that both of the stents and catheters were kinked. The procedure was not completed. There were no pt complications and the pt was reported as satisfied/good.